Event description:
A malfunction alarm was reported but did not occur due to any notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump and assisted the customer with the reset, after which the malfunction alarm did not recur.